Event description:
New information was received on (B)(6) 2023 for patient information with name initial, age, age units and date of birth.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.